Event description:
Initial hba1c result of 13.52%, same sample repeated recovered 6.97%. No info provided to determine if results were used to guide therapy. The field service rep determine the sample probes and syringes needed to be replaced. The instrument was repaired. Performance check tests performed and within specification.